Event description:
It was reported that during a laparoscopic colon procedure, the device fired malformed staples. The procedure was completed with a like device. There was no pt consequence. The is no additional info available.